Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the t:lock cartridge did not screw on straight to the t:lock infusion set. Reportedly, the customer changed the infusion set multiple times until the connection fit. Blood glucose was 111 mg/dl.